Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the MFR (arjohuntleigh (B)(4)). (B)(4). The info contained within this report is based upon the info provided by the MFR by reps of the MFR's sales and service unit subsidiary. To date, in the previous 2 yrs we (arjohuntleigh) have recorded 7 adverse events relating to pt falls. Four out of the seven reported events involved our nimbus mattress system however, we do not see the function of our product as the root cause or contribution factor in any of these cases, with no serious injury or death recorded. In 2010: 1000381138-2010-00001; 00011; 00008 and 00012. In 2011: 3007420694-2011-00001. In 2012: 3005619970-2012-00001 and 00015. In the event of a pt fall arjohuntleigh would regard the incident as an adverse event, therefore, the figures above represent an accurate account of the number of events logged. (B)(4). The facility has confirmed that whilst using our product (nimbus 3 system), a pt had fallen out of bed, injured their arm and required to attend hosp. Injuries were bruising extending from central breast bone to underneath of left arm around the rib cage. The pt had slid off the mattress and was wedged between the bed and the bedside cabinet. They questioned the suitability of the product against the pts needs. In regards to the assessment of risk, we always report to the authorities events of this nature. The risk of "fall" is covered under the products risk analysis documents (ref: (B)(4), issue 1): 1.6 - moving parts - movement of the mattress displaces the pt and leads to a fall. IFU gives warnings to use cot sides if pt is unattended and instructions of how to fit to bed. IFU 151900en approved. Page iii - general safety warnings states "whilst the pt is unattended, the decision to use safety sides should be based on clinical assessment and in line with local policy." Risk as low as reasonably practicable (alarp). We are unable to determine the root cause as to why the pt fell from the bed. Based on info supplied by the care facility, the pt's assessment of their mobility confirmed that the pt was not at risk of falls and subsequently no side rails were in use at the time. In answer to the question over suitability, the nimbus system is a high specification device than the alpha relief but is an alternating mattress of similar movement and size would not have produced any additional risk. According to our ssu (sales and service unit), the product was in good condition and performed as per intended design. We can establish that there is not a significant complaint trend with this product issue and see this as a remote occurrence. In most cases of this nature, monitoring and assessment of pts is a requirement that we recommend and advise in our IFU. We have not been able to find any contributing mfg anomalies, but find this complaint to be safety related, and reportable to the competent authorities. The device did meet its specifications. In our system IFU (151900en_01, page iii - safety warnings), it informs the user that it is the responsibility of the care giver to ensure that this product is used safely and a clinical assessment is conducted. It also recommends: whilst the pt is unattended, safety sides should be used based on clinical assessment and in line with local policy. Local policy follows the guidelines laid out by the (B)(4). According to the info provided by the facility and our ssu (sales and service unit), the nimbus system was accepted by the facility for the therapy it provides and pt was previously assessed as suitable for an alternating (dynamic) system. Our ssu evaluated the system and it was found to be in good working order. We will continue to monitor and trend all complaints that we receive and we will (if required) take the most appropriate action necessary to reduce the risk of harm.